Event description:
It was reported that the device reached the end of service prematurely. An alert was received via remote. The device is being monitored. No adverse health consequences; the patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with unable to establish communication due to battery voltage being at end of service (eos). The device was examined and cut open for analysis. The current was monitored for an extended period and no high current drain was noted. Further analysis of the battery outside the lab did not find any anomaly. The cause of premature battery depletion could not be determined.

Event description:
New information received indicated that the device was explanted. There were no complications with the patient prior to, during, or after the procedure. The patient was in a stable state during and immediately following the explant and implant of a new device.